Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2011-04448. The patient received her scs system on (B)(6) 2011. It was reported the patient's lead was implanted and tested intraoperatively, showing normal impedance. Once the ipg was connected, and the programmer identified some high impedance contacts. The physician disconnected the lead and dried it off. The physician connected a second ipg, and high impedance was still observed. The physician decided to implant the second ipg. Follow up identified the stimulation was effective postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.